Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. The product analysis did not confirm that the lead perforated as the lead tip and helix have no visible signs of damage or defect which would lead to perforation.

Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated. On fluoroscopy, it did not appear to have perforated, however, there was perfusion and 500 cubic centimeters (cc) of fluid had to be evacuated. The physician thought that a microperforation. The lead was repositioned twice but the physician stopped after the perfusion. The rv lead remains in service. No adverse patient effects were reported.